Manufacturer narrative:
This report is submitted on january 23, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced migration of the receiver-stimulator and experienced a build up of fluid at implant site. Subsequently the patient underwent a revision surgery on (B)(6) 2016 to reposition the magnet and drain fluid at implant site.